Manufacturer narrative:
An event of patient death eight days after the implant procedure was reported. A more comprehensive assessment, including a histopathological examination of the valve tissue, could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all defined manufacturing specifications. Based on the information received, the cause of the reported death could not be conclusively determined. Potential valve implantation risks include heart failure, late coronary obstruction, and unrecognized severe pvl. Another potential cause is unrecognized aortic wall injury/dissection, which eventually led to pericardial tamponade. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 10 may 2023, a 29mm navitor valve (19515068) was chosen implant using a flexnav delivery system (8794258) during a transcatheter aortic valve implantation. There was no difficulty loading the valve into the delivery system. The patient had a heavily calcified annulus with severely calcified leaflet and non-coronary cusp/right coronary cusp commissure. Multiple balloon aortic valvuloplasties were used to pre-dilate the aortic annulus. Upon deployment, multiple attempts were made to place the valve in the appropriate position. The valve was re-sheathed four times. On the fourth attempt to partially recapture the valve, the valve migrated above the annulus before it could be fully recaptured, about 20% before full recapture. Further attempts to recapture the valve were unsuccessful. The partially recaptured valve appeared to be caught in the annular structure. The valve was retracted and full recapture was attempted, but extreme resistance was felt on the deployment wheel. The valve would not fully retract into the valve capsule. The valve and sheath were removed together while the valve was still partially deployed. Another 29mm navitor valve (19520052) and flexnav delivery system (8863614) was prepared and successfully deployed. It was noted that the patient had a very challenging anatomy with horizontal aortic root and heavily calcium burden. The implanting physician is not making any claim against product performance. The patient remained hemodynamically stable throughout the procedure. On (B)(6) 2023, a post-procedural echocardiogram was performed, which was reported to be normal, and no pericardial effusion was observed. The patient's anticoagulant regime following the procedure was per hospital protocol. On (B)(6) 2023, the patient experienced chest pain and syncopal episode. Patient experienced a cardiac arrest. Resuscitation efforts was attempted. Echo showed cardiac standstill and pericardial effusion of 2-3cm. Further attempts of resuscitation were stopped, and the patient passed away.